Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information added to field h6, h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we presumed that water/humidity invaded the subject device, caused damage to the image sensor unit/printed circuit board in the connector, which led to the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchovideoscope had an e216 error (scope communication error code). There were no reports of patient involvement.